Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was required to shut off the stimulator for the unrelated surgery. After the surgery, they attempted to turn it back on and they discovered the controller wasn't working. After replacing the batteries, it seemed to work, but it wouldn't turn the stimulator on but, after using the antenna, the problem was resolved and everything was working.

Manufacturer narrative:
Date of the event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had knee surgery a day prior to the report, and was still in hospital. It was confirmed that the surgery was not related to the medtronic device. It was reported that patient took their programmer with them to turn the device off. It was stated that when they went to turn to turn the device off, the programmer needed new batteries so they replaced the batteries and the programmer worked after that. It was reported that they were able to turn stimulation off after replacing the batteries in the programmer and the programmer was working fine. The caller mentioned that they are the one who uses the remote for the patient and had never had to turn the device off before. It was reported that they were trying to turn device back on and was trying to increase stimulation from 6.1 to something higher, because patient was having problems, but they were unable to increase. It was further stated that the device had not been turned back on since surgery. It was noted that the patient did not use the antenna. The caller was told to place the programmer directly over the ins, on skin and sync with ins, however this did not resolve the issue. It was reviewed for caller to try with antenna, however they did not have the antenna with them and said they did not use it. Trouble shooting was not possible due to lack of access to the product. Caller declined to be transferred to repair department, they wanted to get the antenna and call back to see if it would communicate with antenna. It was reported that patient was experiencing frequent urination. It was noted that stimulation was currently off and unable to turn back on or change settings due to poor communication. No further patient complications were reported/ anticipated as a result of this event.